Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date within the same month as the receipt of this report, the pt experienced peritonitis accompanied by symptoms of abdominal pain, vomiting, and shortness of breath. One day prior to the receipt of this report, the pt was hospitalized for the event. On the same day as hospitalization, the pt began treatment for the peritonitis with vancomycin IV- intravenously (dose not reported) and rocephin IV (every 8 hours, dose not reported). One day later, additional treatment of ceftazidime was administered, ip- intraperitoneally (dose not reported). The date treatment was discontinued was unknown. Three days after being admitted to the hospital, the pt received their last pd therapy treatment. On that same day, pd therapy was discontinued and the pt¿s pd catheter was removed. The following day, hemodialysis was initiated. Four days after being admitted, the pt was discharged from the hospital. At the time of this report, the peritonitis was ongoing and the pt was improving from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown and was not due to a breach in aseptic technique as previously reported. Antibiotic treatment was ongoing. At the time of this report, the patient has recovered from the event and continues to perform hemodialysis therapy. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.